Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis the device failed its incoming vxi test due to its main printed circuit board being contaminated. It was further noted that the upper and lower cases, liquid crystal display (lcd) lens, battery release, heart block, lead flex cover, main seal, lead flex o-ring, battery release o-ring, screws (printed circuit board), output connector nuts, board connector cables (flex), output connectors, heart wire contacts, battery contacts, battery drawer, battery drawer o-ring, encoder flex, heart lead flex, screw heart block, lcd and keyboard were contaminated and that the bail covers, ring cover, bails and ring were missing. The device was to be scrapped in-house. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.